Event description:
The device was used during a laparoscopic nephrectomy procedure. Reportedly, the bag partially separated from the ring. The surgeon performed a laparotomy to complete the procedure. The hosp has reported the pt's condition is satisfactory.

Event description:
The trocar was removed prior to insertion of the device through the incision. Following difficulty placing the kidney in the bag, the surgeon enlarged the incision from 3 inches to 7 inches to stick his hand in the abdomen and retrieve the kidney. The patient experienced no further complications.